Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure, the catheter tip detached within the patient. The physician had acquired retrograde femoral artery access and had negotiated the patient's common iliac bifurcation with the 4f catheter. During catheter manipulations within the patient's calcified common iliac artery the catheter tip detached. The physician used a vascular snare device to successfully retrieve the catheter tip from the patient's contralateral side via a 6f introducer sheath.